Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed the main tube damage along the distal end. The insulation was found with several deep scratches and gouge marks. The gouge marks were short in length and were not axially aligned with the main tube. The main tube also exhibited several large sections with the tube insulation removed. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during a da vinci s endometrial dissection procedure, torquing caused insulation to be removed from the monopolar cautery instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.